Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported two cases of late onset inflammation two months apart, negative cultures with extreme inflammation events following intraocular lens (iol) implant procedures. The first patient developed anterior chamber inflammation seven days after the iol implantation. 1+ flare and 2+ cell was also observed. The patient was started on a treatment of steroids every 2 hours, then 4 times a day, then tapered off. The following day, the doctor saw a 50 improvement. The patient was referred to a retinal specialist. Two days later, the retina specialist thought that the patient could possibly have endophthalmitis. The cultures were negative. At that time, the patient received an intravitreal antibiotic injection. Additional information was provided indicating that the patient started developing symptoms of blurred vision at approximately 3 weeks postoperative. The patient came in promptly, was treated with topical steroids and has responded quickly with va now back to 20/20. Further details were also provided indicating that the intervention was effective. The outcome of the event was resolved. According to the surgeon opinion the iol caused or contributed to the event and that there were no other contributing factors. There are two medical device reports associated with the two cases reported. This report is for first patient.